Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s failure was noticed after a laparoscopic procedure. This resulted to damaged tissue. The patient had an extended hospitalization for 12 days.